Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown femur. An evaluation of the device cannot be performed as the device was not returned due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to manufacturer.

Event description:
It was reported that there was a left knee revised from a cr to a ps. The revision was due to mid-flexion instability and recurrent effusion.